Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment of the device. The customer reported check cassette error message was not duplicated during testing. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported error message: "check cassette." No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the svc ctr leakage was noted from the disposable batteries in the battery compartment of the device.